Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 97 to 139 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 137 mg/dl and 135 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Internal report #01302876. Product evaluation in process.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 97 to 139 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 137 mg/dl and 135 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 131mg/dl (B)(6) 2015 10:17 am fasting:yes, 292mg/dl (B)(6) 2015 10:12 am fasting:yes, 108mg/dl (B)(6) 2015 12:13 pm fasting:no, 151mg/dl (B)(6) 2015 08:23 am fasting:yes, 108mg/dl (B)(6) 2015 01:15 pm fasting:no. Adverse event not reported.